Manufacturer narrative:
Technical support performed, troubleshooting over the phone to determine, the customer reported issue of npi 8015 error code 255-32784-275. 1. Ensure the 8015 is connected to ac power ,prior to connecting to system maintenance. 2. Return module to the factory. 3. Also explain to customer, that he could reflash the 8015. 4. Also explain to customer, that if reflashing don't work. He would need to replace the logic board. 5. Biomed said okay. And ended the call. A review of the device history record for sn#: (B)(6) was performed. Which showed the device had a manufacture date of 01oct2008. And confirmed, that this device was involved in a production failure qn (B)(4), for test failure electrical safety. Which does not correlate to the customers reported issue. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. H3 other text: tech support performed, troubleshooting over the phone.

Event description:
It was reported, that the device alarmed. And displayed error code 255-32784-275. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device alarmed and displayed error code 255-32784-275. There was no patient involvement.